Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed rubber stopper was deformed. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-aug-2025 investigation summary bd received one sample and one photo for investigation. The photo showed a tube with a folded stopper inside the hemogard shield. The customer sample was subjected to a visual inspection for improper assembly of the stopper and shield and the sample failed inspection. Additionally, 30 retention samples from bd inventory were evaluated by visual inspection and no issues were observed relating to defective product/component as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed rubber stopper was deformed. There was no health impact or consequence reported.